Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
(B)(4). Case description: (B)(6) had error 260.4080 in the logs lvp8100 sn (B)(4). Failure device type: alaris system instrument, failure problem type: 8100, failure mode: troubleshooting/ error codes. There was no patient involvement. Case resolution: I told (B)(6) to run a basic infusion test on the pump. If she can replicate the error, she will replace motor control board. If (B)(6) could not replicate the error, she will complete pm/test on the pump and put it back in circulation.